Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: phone number: unknown. E3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. Following the completion of the coronary intervention procedure, an 8 french angio-seal closure device was selected. The operator assembled the sheath and dilator, then advanced the sheath into the puncture site over the device's integrated guidewire. When blood was observed jetting from the bleeding hole, the sheath was withdrawn to a non-bleeding position and re-advanced to the point of initial bleeding. After confirming the position, the dilator and guidewire were removed together. During attempts to insert the main body into the sheath, the device became stuck, preventing proper engagement between the locator sheath and main body. The sheath was subsequently withdrawn, and manual compression was adopted for hemostasis. Additional information was received on 31aug2025: the procedure sheath used was 7 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The issue was the carrier tube was hard to insert into the insertion sheath. A pre-deployment angiogram was performed. The patient was stable. The blood loss was less than 250cc. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned sample included the header bag, carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the forward lock position and cut near the distal tip of the carrier tube. The anchor was deployed from the carrier tube tip, and the suture was not deployed. The sheath tubing was found to have a kink at the blood inlet hole and with some internal components within the sheath cap. The collagen was tamped, and the internal components were deployed. The complaint could be confirmed for assembly difficulty of the sheath and carrier tube. The exact root cause could not be determined. The likely cause was determined to have been a kink in the sheath preventing proper mating of the sheath and carrier tube. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).